Event description:
As reported, approximately 4.4 years post initial left tka, the 72 y/o female patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap versus full revision. The patient underwent a revision tka with a poly swap and patella swap. Patent was revised to truliant crc tibial insert sz 2, 15mm and optetrak 3 peg patella cemented 32mm. Patient had poly debris. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the implant was sent to the lab and legal at the hospital.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6) 02-012-49-2011 - logic cr tib insert slope++, sz 2, 11mm, (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t, (B)(6) 02-010-03-0220 - logic cr femoral cem, left sz 2.